Manufacturer narrative:
A prepaid label was sent to the consumer for return of the product. Product has not been returned.

Event description:
Consumer alleges his humidifier started smoking and stopped working. No injuries or property damages were reported with this incident.